Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call the insulin pump has a blank display. The customer's blood glucose was 150 mg/dl at the time of incident. The customer's mother would like the insulin pump to be replaced. The insulin pump will not be returned for analysis.